Event description:
It was reported that the right atrial and the right ventricular lead exhibited noise. The leads were removed and replaced with no further complication. The patient was stable post-procedure.

Manufacturer narrative:
A complete lead was returned for analysis in two pieces. The damage found was sustained during surgical procedure. The lead was otherwise normal.